Event description:
It was reported during the procedure that the lead was attempted but not used, due to a non-extending helix. The lead was replaced, and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.